Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a morphology change, which, resulted in delivery of several inappropriate shocks. An x-ray was performed and noted appropriate device position with no signs of migration or integrity issue. Additionally, the device battery reduced to 15 percent remaining following shock delivery. Technical services (ts) discussed potential troubleshooting options and discussed the impact of full energy shocks on the remaining longevity. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were implanted. Available information indicates that this s-ICD remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a morphology change, which, resulted in delivery of several inappropriate shocks. An x-ray was performed and noted appropriate device position with no signs of migration or integrity issue. Additionally, the device battery reduced to 15 percent remaining following shock delivery. Technical services (ts) discussed potential troubleshooting options and discussed the impact of full energy shocks on the remaining longevity. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were implanted. Available information indicates that this s-ICD remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD was explanted during the procedure to implant a transvenous ICD system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a morphology change, which, resulted in delivery of several inappropriate shocks. An x-ray was performed and noted appropriate device position with no signs of migration or integrity issue. Additionally, the device battery reduced to 15 percent remaining following shock delivery. Technical services (ts) discussed potential troubleshooting options and discussed the impact of full energy shocks on the remaining longevity. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. A transvenous implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were implanted. Available information indicates that this s-ICD remains implanted and in service. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this s-ICD was explanted during the procedure to implant a transvenous ICD system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a morphology change, which, resulted in delivery of several inappropriate shocks. An x-ray was performed and noted appropriate device position with no signs of migration or integrity issue. Additionally, the device battery reduced to 15 percent remaining following shock delivery. Technical services (ts) discussed potential troubleshooting options and discussed the impact of full energy shocks on the remaining longevity. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.